Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during an attempt to implant a right ventricular (rv) lead the helix would not extend. The rv lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The helix extension and retraction testing were performed and all results, including electrical testing, were within specified parameters.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.